Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. Onsite functional and visual examination was performed by the manufacturer representative. It was found that a fuse was blown. The issue was resolved upon part replacement. The system passed a system checkout and was returned to an operational condition. The part was discarded at the site.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site tried to shut down the system they received a pop-up saying "system standby failed, intel pro 1000/adapter failed." The mobile view station (mvs) appeared to not shut down and stayed on. They disconnected the power cable and noted that the ground prong on the power cable is bent.

Manufacturer narrative:
Correction: fdad codes were corrected.